Manufacturer narrative:
(B)(4). This involved a colleague p1.5 infusion pump with user interface module master software version 7.22.22. A device history review revealed that the pump failed two psi readings at channel c, the pump head module was changed & the pump passed all subsequent testing. Evaluation summary: the reported condition of a colleague infusion pump where the power source icon was not working was confirmed by baxter personnel during product evaluation. The root cause was assigned to a defective printer circuit board a power supply. The printer circuit board a power supply was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with the reported condition of the "ac power icon not working, but the pump its required to connect to though connected to ac power". It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. According to service history review, the device was never used or service before.